Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-04013 and 2134265-2017-04024. It was reported that the pullback stopped. A 100v 2.7 ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, pullback stopped. The catheter connection was checked but still it was unable to pullback. No patient complications were reported.